Manufacturer narrative:
There are no reports or indications of any system or component failure or malfunction and all original components remain in use after repositioning the ipg. The patient is reported to have been compliant with all post-implant recovery instructions and there are no reports of any events that may have contributed to ipg migration. The tissue quality at the site of implant is reported to be normal with nothing notable and there are no reports of any complications while implanting the device. Cause of the ipg migration is unable to be conclusively determined with the information available, however migration is a known inherent risk of implantable neuromodulation devices.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the cluneal nerves. During a post-operative appointment in the clinic on (B)(6) 2025 the system was unable to maintain consistent communication between the ipg and the external therapy discs. Troubleshooting was performed and unable to correct the issue. Replacement therapy discs were requested as part of troubleshooting and the patient was scheduled to return in approximately 1 week to follow up. On (B)(6) 2025, further troubleshooting was performed and discovered that the ipg had migrated within the pocket so that it was no longer seated flat and parallel to the skin surface, causing the symptoms noted. On (B)(6) 2025, a surgical revision was performed to reposition the existing ipg in a new pocket. Fluoroscopic imaging confirmed that the ipg was positioned flat and testing confirmed it was at the target depth. The patient was issued an abdominal binder to provide further stability while healing and developing scar tissue around the implant.